Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4). The probable cause could not be determined as the allegation was not found. In addition, signal loss was found in connection to the reported allegation for transmitter ID (B)(4). The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of a transmitter stopped working is reportable based on the finding of signal loss. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement test was performed and failed. A review of the share logs was performed and nothing relevant was found within the investigation window. The allegation was not confirmed confirmed. In addition, signal loss was found in connection to the reported allegation for transmitter ID 8lsh0w. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of a transmitter stopped working is reportable based on the finding of signal loss. No injury or medical intervention was reported.